Manufacturer narrative:
Based on the information provided, no conclusions can be made. Recurrence of the hernia or soft tissue defect is a known complication of hernia repair surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device. Evaluation of photos provided confirmed the reported condition but do not allow for any conclusion to be made as to the cause of the patient's post-op hernia recurrence. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 71 units released for distribution in (B)(6) 2020. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
A patient underwent a laparoscopic repair of midline multi-recurrent complex ventral (incisional) hernia 15cm x 23cm with multiple defects on(B)(6) 2020. A ventralight st w/echo ps was used for the repair. Surgeon reports on (B)(6) 2023 the patient had a hernia recurrence. Surgeon noted the mesh has split in midline. The caudal edge was floating free from the abdominal wall. The cranial edge was secure. The left and right sides were attached. The lower midline suture line was also disrupted. Per surgeon, ¿I am not entirely sure why the midline mesh and suture repair has failed. I don¿t think any mesh was salvaged¿ (for evaluation/ return).